Event description:
Boston scientific received information that this sub-q array in association with the competitor's device exhibited high shock impedance measurement, possibly >125 ohms. The competitive representative was attempting to determine the source of the issue. There were no reported adverse patient effects.

Manufacturer narrative:
To date, information suggests that this sub-q array remains actively in service. No new information has become available, therefore this investigation will be closed. If new information becomes available, this report will be further evaluated and updated.